Event description:
Information was received from a patient's (pt) family member (caller) regarding external devices to an implantable neurostimulator (ins). It was reported that the patient was having a problem with the external equipment (possibly with the controller and recharger) but they no longer have the equipment. Caller went on to clarify that, "[pt] is telling me that they do not have, anymore, the recharger and the remote, they say that it was taken from them in the last the visit because they said it's no longer working." A replacement recharger and ac power supply were sent out. Additional information received from the patient's family member. It was reported that the patient's controller wouldn't turn on. Additional information received from the patient's family member. Per the patient's son, the remote and recharger have not been working for a long time. He said he's already talking with someone to process the request for a new remote and charger. Additional information received from the patient's family member. The patient's ins serial number was provided. It was noted that the patient's devices had not been working at all and they were unable to use the device for therapy. Additional information was received from the patient's son. The manufacturer's patient services specialist (pss) called pt's son. Pt's son stated the external devices were taken from the patient at their last apt because the devices were not working. Pt's son stated pt has an apt on tuesday (B)(6), 2022 at 11:30am at the healthcare provider's (hcp) office and he would like to make sure a manufacturer's representative will be present. Caller stated the patient is in rehab. Pss called back to patient son and asked if it was possible to get back the external devices from the hcp office and ship them back to the manufacturer as the manufacturer needs to know what is not working on the devices. Pss offered to send out shipping label. No symptoms were reported. A replacement recharger, battery pack, and ac power supply were sent out. Device was delivered on tuesday (B)(6) 2022 at the nursing home. Patient services instructed them on how to work the devices. Caller called to say that equipment was stolen. Pt's son reported that they did not get the controller, after further questions, they were able to find the person who last had the equipment at the nursing home. It is suspected to be in the patient's home.

Manufacturer narrative:
Continuation of d10: product ID: 97745bp, serial#: unknown, product type: accessory; product ID: 97745, lot#, serial#: unknown, product type: programmer, patient; product ID: 97755, serial#: unknown, product type: recharger. Section d: information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: unknown, ubd: , UDI#: this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.